Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for 3 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 run #235 generated a sars-cov-2 positive, influenza a negative and influenza b negative result for a patient¿s sample. The patient¿s same sample was repeat tested on the same the cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. A newly collected sample from the patient was tested on the cobas® liat® system (s/n (B)(4)) and a different platform the biofire® filmarray assays both systems generated sars-cov-2 negative, influenza a negative and influenza b negative results. Sample was collected using nasopharyngeal and remel m4rt viral transport media. The customer confirmed there was no allegation of harm to the patient. All results were reported out to the patient and/or personnel treating the patient.